Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer found that rows b through e in drawer 5 were not detected on the bus. Reseated the row board and retractor band cables at all connection points, cleared debris from the drawer, reassembled the unit, and rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were failed in same drawer and device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.